Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement of 200 ohms on the right ventricular (rv) channel which triggered the lead safety switch (lss). Noise was also observed but could not be reproduced with isometrics. A revision procedure was performed and the device and rv lead were removed from service and replaced. No additional adverse patient effects were reported.